Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in disconnected mode and offline. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from the pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was on disconnected mode and offline. The technical support specialist (tss) confirmed that the field service technician attended onsite to sort out the issue and ended up in case closure. The good faith attempts were made to obtain additional information, but no repair details were provided. Additional information would be added to the record if and when it was received.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es,the station was in disconnected mode and offline. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from the pharmacy that caused a delay in patient care. However, there were no adverse events or injuries reported based on this event.